Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular (rv) pace impedance measurements, climbing greater than 2,000 ohms. No noise was observed and the intrinsic amplitude, threshold and shock impedance measurements were stable. Technical services (ts) discussed troubleshooting and or monitoring with the health care professional (hcp). This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h1 from malfunction to serious injury. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular (rv) pace impedance measurements, climbing greater than 2,000 ohms. No noise was observed and the intrinsic amplitude, threshold and shock impedance measurements were stable. Technical services (ts) discussed troubleshooting and or monitoring with the health care professional (hcp). This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was returned, indicating it was explanted due to an unknown reason. The rv lead remains in service at this time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular (rv) pace impedance measurements, climbing greater than 2,000 ohms. No noise was observed and the intrinsic amplitude, threshold and shock impedance measurements were stable. Technical services (ts) discussed troubleshooting and or monitoring with the health care professional (hcp). This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was returned, indicating it was explanted due to an unknown reason. The rv lead remains in service at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory determined that there were no battery fault codes prior to the explant. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was exposed to automated testing, in which it failed the tachy therapy portion of this test for inability to charge and deliver tachy therapy. Therapy availability testing could not be completed as the result of this induced damage to the device. It was concluded that the damage to the device was induced and may have been a result of shocking into a shorted lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in right ventricular (rv) pace impedance measurements, climbing greater than 2,000 ohms. No noise was observed and the intrinsic amplitude, threshold and shock impedance measurements were stable. Technical services (ts) discussed troubleshooting and or monitoring with the health care professional (hcp). This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was returned, indicating it was explanted due to an unknown reason. The rv lead remains in service at this time.